Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment that stylus was not functional. The stylus was reconnected and found to be working. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working. The programmer has been returned for service. There was no patient involvement.